Manufacturer narrative:
Device passed displacement test. Device received with cracked keypad overlay at select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring was damaged. The customer¿s blood glucose level was 180 mg/dl at the time of incident. Customer stated that the cracked on the middle button of insulin pump. The insulin pump will be returned for analysis.